Event description:
The customer reported that the system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and temperature sensor were replaced. The system was tested and found to be working as intended and put back in service.